Event description:
It was reported through survey that there was lack of tissue response when current was delivered. Use of the probe/electrode result in injury to the patient and the injury was temporary requiring only minor medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.